Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
It was reported that the patient presented to the ER with chest pain. Noise, oversensing and pacing inhibition were noted on both the ra and rv leads. Lead remains implanted. Should additional information be made available this file will be updated.